Event description:
Caller reported a pixel issue on the pump display. The display issue did not result in blood glucose levels above 500 mg/dl or below 54 mg/dl and did not affect the customer's ability to interact with the pump or read the screen. Technical support informed the caller that the pump could still be used for insulin therapy, and the caller acknowledged and understood.